Event description:
It is alleged that the customer was driving the scooter attempting to cross from the sidewalk onto the street when the scooter suddenly and unexpectedly tipped over resulting in a fall. The user sustained a head injury and passed away one week after the event.

Manufacturer narrative:
Method - device is not available at this time for evaluation due to pending litigation. Conclusions - should the device become available for evaluation, an investigation will be performed, and a follow up MDR report will be provided.

Manufacturer narrative:
The device required maintenance in order to perform per design.

Event description:
It is alleged that the customer was driving the scooter attempting to cross from the sidewalk onto the street when the scooter suddenly and unexpectedly tipped over resulting in a fall. The user sustained a head injury and passed away one week after the event.